Manufacturer narrative:
The manufacturer previously reported an issue related to a ventilator's oxygen delivery. The ventilator was returned to the manufacturer's service center and the customer's allegation was confirmed. During evaluation, "service required" codes were found in the ventilator's downloaded error log. The device's system board was replaced to address the issues.

Event description:
The manufacturer received information alleging an issue related to a ventilator's oxygen delivery. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.